Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial and right ventricular leads had low bipolar pacing impedance and were reprogrammed to unipolar. Both leads remain in use. No further patient complications were reported as a result of this event.